Manufacturer narrative:
Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery alarm. The customer¿s blood glucose level was 363 mg/dl. The customer stated that customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The troubleshooting was performed for pump error's and declined for high blood glucose. The displacement test was performed and was passed. Customer reported that the no delivery event was resolved by infusion set change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.